Manufacturer narrative:
The referenced scope was returned to the olympus service center for evaluation. The customer¿s reported issue was confirmed as the image gets distorted then turns completely black during angulation. Additionally, the scope failed the air/water leak test at the light guide cover glass. An indentation was found at the edge of the distal tip of the scope. The cause of the reported event is unknown. However, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer endoeye flex deflectable videoscope was returned for service/repair for a reported ¿the picture won¿t show unless the tip is angled left or right¿ which was found during a therapeutic procedure. There was no delay as the procedure was completed using another similar device. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event most likely occurred due to damage (buckling, disconnection, arrangement disorder, etc.) To the charge-coupled device (ccd) cable inside the curved part. Olympus will continue to monitor field performance for this device.